Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 36 mg/dl with unsteadiness when standing and walking and cognitive impairment associated with an inaccurate delivery issue. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with glucose tablets, IV fluids and oral carbohydrates as needed. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2017 with the following findings: a review of the black box indicated basal program 1 was being used by the patient. The pump was returned with basal program 1 set to 0.400 units/hour at 00:00 and at 12:00. The basal change history appeared to be inaccurate with the current basal program due to an unexplained loss of prime warning at 10:03 on (B)(6) 2017 followed by a manual suspend at 10:44; deliveries resumed at 10:46. The loss of prime warnings continued until a manual suspend at 10:56 and manual resume at 15:00. An additional loss of prime occurred at 20:54 on (B)(6) 2017 and deliveries resumed at 21:06. The basal change history indicated that the user had 0.50 units/hour programmed at 00:00 on (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad was tested and no hypersensitivity was observed. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).